Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to instability (right). Srnjr number: (B)(4). Frp asa: 1 - fit and healthy. Products not revised: advance ii modular titanium tibia base sz 1 std nonporous, kttinp10, lot: 1502504. Advance revision femoral size 2 right nonporous, kfccnp2r, lot: 1514917. Femoral stem. Tibial stem. Femoral wedge.